Manufacturer narrative:
This report was erroneously submitted. New information reported from the complainant stated that there was no malfunction or anomalies related to the performance of this lead. All previously submitted information should be corrected to not applicable and null fields.

Event description:
New information reported on (B)(6) 2015 stated that the initial insulation complaint reported for this lead was incorrect. There were no issues, anomalies or malfunctions observed with the performance of this lead. The lead is currently implanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a lead insulation damage was observed. The lead was replaced. No adverse consequences for the patient were reported.